Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer electrode was not visible. The customer¿s blood glucose level was 17 mmol/l at time of incident. The customer reported that the sensor was removed and the electrode was not visible. The sensor will not be returned for analysis.